Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy, the battery support and the trigger/controller board wire were defective. The event reported by the customer was confirmed. As repair, the motor, the battery support and the trigger/controller boards wire were replaced with the controller board. Device was sent back to customer.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy, the battery support and the trigger/controller boards wire were defective. The event reported by the customer was confirmed. As of repair, the motor, the battery support and the trigger/controller boards wire were replaced with the controller board. Device was sent back to the customer. Additional information was received about availability of the backup device for the completion of the surgery. The backup device was available but not ready for use. The reason of the delay was due to the time needed to prepare it.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. Therefore, no visual inspection and no functional test of the device could be performed yet in an effort to confirm the defect. A follow-up medwatch will be submitted once the investigation is completed. Product not returned yet.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work during an operation. The customer "found the handpiece stuck during an operation." The surgery was delayed for 1 hour. There was no additional harm or injury to patient/operator reported.